Event description:
It was reported that on (B)(6) 2011, after the xact stenting procedure in the left internal carotid artery, the patient experienced a right hemispheric stroke. No treatment was provided. CT was performed. The patient was discharged to home on (B)(6) 2011 with continuing symptoms. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of cerebrovascular accident is a known adverse event as listed in the xact carotid stent system instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.